Event description:
Event reported as: a patient "had surgical port replacement due to possible port leak. Pfn and device will be forwarded." Follow-up findings: "access port developed leak. Injected methylene blue under visualization and found port to be leaking from base plate."

Manufacturer narrative:
Medwatch sent to FDA on: 31/mar/2009. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The reporter of the complaint was asked to indicate the product model number, serial number and exact implant date. The information has not yet been received by allergan. Performance tests indicate leakage from the bottom of access port. Analysis of the device noted breakage of the housing around the port septum. Another breakage was noted in the band tubing. This break may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."